Manufacturer narrative:
Smiths medical has become aware of an anomaly in medfusion 4000 syringe pump firmware version 1.7.0 that could potentially result in loss of primary audible and visual battery alarm functionality, and interruption of therapy, under certain conditions. Smiths medical is continuing to investigate this situation. Refer to FDA recall number z-0610-2020. The actual date of the event is unknown, only the month and year are known: (B)(6) 2019.

Event description:
It was reported that while installing the new 5-ghz radio module, and the v1.7 firmware update, the field service engineer "lost (the) base boot-loader during (the) upgrade." The engineer noted that this firmware installation problem occurred independently of the radio module installation.